Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the bearings on the craniotome device were failing was not confirmed. However, during evaluation, it was determined that the tip of the device tip was drilled. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the tip of the attachment. When the drill is started, the burr drills into or through the tip which is failure to follow instructions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the bearings on the craniotome device were failing. During in-house engineering evaluation, it was determined that the leg of the craniotome device was drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.